Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
It was reported via email from the r&d director that the tip of the latarject combo screwdriver broke. Most of the tip was retrieved. The surgeon used a synthes 2.5mm hex device to complete the procedure, with a 10 minute delay. X-rays were forwarded.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. This failure is being investigated under mitek CAPA (B)(4). The root cause has been attributed to the material selection combined with off axis use. These drivers are made of (B)(4) stainless steel which has a low fracture toughness, making it more susceptible to fractures and breaking. This product is being recalled after initial investigation of this failure (qrb 732605). Reference internal recall number 1221934-05-10-17-001-r. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.